Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 . Blood glucose at the time of event was 940 mg/dl. 3 days blood glucose value when admitted to hospital was 940 mg/dl. Hospitalization treatment was intravenous insulin drip. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. The customer report customer allege insulin pump was under delivering. The insulin pump will be and reservoir will not be returned for analysis.